Manufacturer narrative:
The lead will not be returned, so the clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 2,000 ohms. The physician suspected subclavian crush as the cause of the high impedance, but this was not confirmed. During the routine device replacement procedure, this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.